Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 75% stenosed target lesion was in the calcified and average tortuous distal right coronary artery (rca). The 15x3.5mm quantum maverick monorail balloon catheter was being used to predilate the target lesion when it ruptured at 10 atms. The procedure was completed with another unknown device. No patient complications were reported with the patient's current condition listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.